Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prim a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 579 mg/dl. The customer was treated for high blood glucose with injection shots. The customer was explained the 2 high blood glucose rule. Customer stated that she already knows why she's having high blood glucose because of the bent cannulas.